Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during primary left hip surgery, the thread on the handle that connect the cup was stripping off. Another handle was used and surgeon completed the surgery without any delays.

Manufacturer narrative:
An event regarding an assembly issue involving an restoration adm handle was reported. Conclusion: based on the provided information and device analysis the product reported in this investigation did not contribute to the event. The event was related to the threading of the adm wing nut and the adm threaded rod components which are investigated under 2 other prs.

Event description:
It was reported that during primary left hip surgery, the thread on the handle that connect the cup was stripping off. Another handle was used and surgeon completed the surgery without any delays.